Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed there was no physical damaged was found on the device exterior. Invalid syringe size was found in event history log. Functional testing included syringe test and calibration verification on both quality control slugs. The reported issue was able to be duplicated, the pump was unable to recognize the syringe size. The barrel clamp guide was cracked. The root cause of the issue was a result of the customer's physical damage to the device. Replaced barrel clamp guide and barrel clamp rod. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a syringe is not recognized error. No patient injury was reported.